Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j92y6k; expiration date: 10/2017; manufacturing date: 11/2012.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip has 'scissored' the cystic duct upon firing. Also clips have fallen off vessels and fallen out of the device. The device was replaced by opening another device which had similar problems. There were no reported patient consequences. The procedure was prolonged by twenty minutes and completed with same like product.